Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was observed on the right ventricular (rv) lead via merlin.net. An in-clinic follow-up with possible intervention is anticipated. The patient was stable.

Event description:
Further information was received indicating the ICD has been disabled and is not providing therapy at this time. The patient will follow up with the physician at a later date to determine if an ICD is still required.